Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer cleared the alarm and troubleshooting did not occur with tandem&#38112;technical support as the customer changed the supplies. Customer&#38112;blood glucose level was not impacted.